Event description:
On (B)(6) 2010, this pt was treated for a 56 mm abdominal aortic aneurysm with the gore excluder aaa endoprostheses. Prior to inserting the trunk-ipsilateral leg component into the gore dryseal sheath, confirmation of the location of the marker bands was made by the physician. While advancing the trunk-ipsilateral leg component through the sheath, imaging appeared to show that the trunk-ipsilateral leg component had rotated sagittally approx 90 degrees. The trunk-ipsilateral leg component was advanced to the level of the renal arteries and the sheath was retracted. Attempts were made to rotate the trunk-ipsilateral leg component in order to visualize the long marker band on the contralateral side; however, the device would not rotate. Further imaging revealed the trunk-ipsilateral leg component partially deployed from the proximal end to the marker band of the contralateral limb. An immediate aortography was performed identifying coverage of the renal arteries. The surgeon converted to open repair, removed the trunk-ipsilateral leg component, and implanted a vascular bifurcated graft. On (B)(6) 2010, the pt died due to cardiac failure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.